Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fiber optic malfunction. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse ordered front door as gasket missing so the fse replaced the upper panel assembly and label. Diagnostic and functional tests carried out. Equipment in normal operating conditions. Operation tests performed with positive results.

Event description:
N/a.